Manufacturer narrative:
An investigation was performed on returned meter (B)(4) with retained test strips. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. A similar reading was found in meter memory.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported receiving an ER-3 message on their freestyle freedom lite meter on (B)(6) 11 at 10:00 or 10:30 pm and also mentioned a reading of 200 mg/dl. The customer reportedly felt tired and "could not remember what happen after that." The customer further reported losing consciousness and being treated by paramedics with glucose intravenous infusion on the scene. The customer was not transported to a health care facility and in addition self-treated with "extra strength pain release gel pill, and maybe a advil" with food to counteract the event. There was no report of death or permanent impairment associated with this medical event.